Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and other relevant blood glucose level was 200 mg/dl. Customer also reported that they had issue regarding sensor and they were using auto mode feature on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.